Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Explant date unknown / not provided. PMA/510(k): k113753, k112160.

Event description:
It was reported that there was a failure at #19 structural failure possible fracture. #19 has been determined to be fully integrated and there is no mobility. Bone loss at the trabecular metal and at the crest was no pocketing. Patient hygiene is good. Bone graft done prior to the placement with allograft. Patient is scheduled to have the implant removed next week.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D4: catalog number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp tm 4.7mm mtx full, 11.5mm (tmtwb11) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the device was returned with signs of wear. However, no evidence of implant fracture was seen. The non-reported crown was still attached to the top portion of the implant and there was dried blood and bone around the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted as no per form was provided. Bone density type is unknown. The reported device was located on tooth # 19 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62577602). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62577602) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event for implant fracture was unconfirmed as physical evaluation did not identify the fracture. The reported medical event could not be verified with the information provided. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.